Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The hard drive was reseated and reformatted. The system operates as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would close the collimator by itself, as well as fluoro by itself. No pt injury was reported.